Event description:
It was reported that during an unk procedure, the hand activation buttons would not activate the device. The customer used another device to complete the case with no patient consequence.